Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (birth date), d10 and g4 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. Normal sized man, height and weight were not obtained. Patient x-rays show loose attune tibial component. Cement was still well fixed to bone but tray was grossly loose. Surgeon asked if this was one of the original design attune tibial components that had seen increased levels of loosening. Revision tibial components placed uneventfully. Knee was well balanced and stable with tibial side revision only. Doi: (B)(6) 2014. Dor: (B)(6) 2021; right knee.